Manufacturer narrative:
Co is in the process of obtaining more information concerning this event and this complaint is still under investigation.

Event description:
The customer reported that the user did not notice the inop alarm when a patient's lead set came unplugged. The patient "coded" during the disconnected period, was found unresponsive, and was taken to ICU for further care.